Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was on override and disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was not communicating with the server, although it still had internet access. A field service engineer suspected that the medstation was connected to an incorrect vlan (virtual local area network). The engineer worked with the customer¿s information technology (it) department to resolve the issue and confirmed that all messages had drained, and the communication icon had disappeared. The system functioned as intended after the field service engineer repaired the device.